Event description:
The patient experiences seizures 3-4 times per day. On (B)(6) 2013, the patient underwent a trial procedure. After receiving the trial scs system the patient began to experience more seizures than normal. Regardless, the patient received adequate coverage. The seizures returned to the normal frequency, but it is unknown if this occurred after or during the trial period.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.